Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned devices were examined and found to have broken drive tips. A review of the manufacturing records did not reveal any discrepancies which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, reference 3003853072-2016-00099.

Event description:
It is reported two screwdrivers broke during tightening step. It is reported no part fell into the patient. As a third driver was not available the surgeon had to cut a pedicle probe and use it to tighten the screw. The probe broke and it was reported no part fell in the patient and also reported the broken part was quickly removed from the patient. The response is contradictory. The surgery was delayed 30 minutes.